Event description:
Pressure support was increased from 12 to 16, within ten minutes of the change a clicking sound was heard coming from the pt room. Upon entering the room the ventilator was found to be clicking, it became inoperative and shut down. Nurses immediately began bagging pt. Therapist turned power off, removed exhalation valve, checked valve and replaced it. Ventilator was turned on, checked and appeared to be working properly. One and half to two hours later ventilator failed again in the same manner. Pt's oxygen saturation decreased from 95-96%, respiration rate increased, coughing increased, weaning process discontinued. Pt was transferred to another facility the following day.